Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic phacoemulsification tip and handpiece did not deliver any phacoemulsification energy during intraocular lens implantation surgery. The surgery was completed on the same day after replacing the tip with another one from a different pack. There was no impact on the patient.